Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. It was reported that the patient wore the sensor beyond intended use. Labeling indicates: g4 and g5 mobile sensor sessions last seven days and g6 lasts ten days. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information/correction. G3: date received by manufacturer - additional information. G6: type of report - follow-up. H2: type of follow up - additional information/device evaluation/correction . H3: device evaluated by manufacturer - additional information. H6: type of investigation - additional information. H6: investigation findings - additional information. H6: investigation conclusion - additional information/ correction - disregard code 192 from initial MDR submission due to incorrect entry.

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. It was indicated that the patient wore the sensor beyond its intended use, which constitutes misuse of the device. Product was provided for investigation. An external visual inspection was performed and passed. An internal inspection was performed and passed. The allegation was undetermined via product. The probable cause could not be determined. No injury or medical intervention was reported.